Manufacturer narrative:
All available information was investigated and the reported broken and stretched gripper line was confirmed via returned device analysis. The reported mechanical jam of inability to remove the gripper line could not be tested in the testing environment as the device was not returned and only the gripper line was returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a conclusive cause for the inability to remove the gripper line. The broken, stretched and kinked gripper line appears to be related to the inability to remove the gripper line. Based on the information reviewed, the tissue damage and foreign body in patient appears to be related to procedural conditions. The reported patient effects of tissue damage and foreign body in patient, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to the initially filed medwatch, additional information was received. The patient died at another hospital. No additional information was provided.

Manufacturer narrative:
All available information was investigated and the reported broken and stretched gripper line was confirmed via returned device analysis. The reported mechanical jam of inability to remove the gripper line could not be tested in the testing environment as the device was not returned and only the gripper line was returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a conclusive cause for the inability to remove the gripper line and death. The broken, stretched and kinked gripper line appears to be related to the inability to remove the gripper line. The patient effects of tissue damage and foreign body in patient appears to be related to procedural conditions. The reported patient effects of tissue damage, foreign body in patient and death, as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the inability to remove the gripper line, break, and gripper line left in the patient. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was implanted at a2p2. A residual jet was noted on the lateral side therefore another clip delivery system (cds) was advanced. After grasping, establishing final arm angle (efaa) was confirmed, the gripper lever cap was removed and gripper line removability was confirmed. The physician then noted that the insertion angle of the clip was out of alignment with the first clip. The clip was opened however tension was applied to the leaflets, possibly causing damage. The leaflets were grasped again without the gripper cap. Both gripper lines (gl) were pulled, and the clip was opened with forceps, and the clip was readjusted. When the leaflet was grasped again, it became coaxial with the first clip, and the tension of the leaflet was improved so the deployment procedure was proceeded. After efaa was completed, and gripper line removability was successfully confirmed, the clip was released from the cds. Resistance was noted when pulling the gl and then it completely stuck. The cds was removed from the anatomy, leaving behind the gl. After removal of the sgc, the tension on the gl was reduced, therefore the physician was able to remove the gl. It was noted on echo that the gl extended from the implanted clip to the fossa and inferior vena cava (ivc) (as far as they can see it), it was determined that the gl was separated somewhere in the patient anatomy. The procedure was completed at this time as the mr was reduced to 1. There was no clinically significant delay in the procedure. No additional information was provided.